Manufacturer narrative:
(B)(4). Batch # n54w5m. Device evaluation: the analysis results found that the cdh29a device (b) arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. The following information was obtained: the sales rep also noted that the user is experienced using the staplers. The sales rep confirmed that the surgeon did hear the washer break when the devices were fired. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op radiation or chemotherapy? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Was the device difficult to fire? Was the device difficult to close? What is meant by staples unformed? Can you describe the formation of the staples? What quadrants were unformed? Did any staples form at all? Was the device fired over existing staple lines? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe is the ostomy permanent or temporary? What is the current patient status?

Event description:
It was reported that during an open colectomy procedure the first device cut and deployed about two thirds of the staples unformed. The second device cut and deployed approximately 1/3 of the staples; it was unknown how they formed. Procedure was completed by oversewing and having to create an ostomy for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the surgeon, the case was removal of a cancerous tumor which was 15 cm from anus. He prepared for a routine surgery to cut the segment out. Another surgeon assisted with the case. He used a 29 mm stapler. The trocar was pushed through the middle of staple line, the anvil was snapped into place. The device was dialed down until the green range. The device was fired and he heard the crunch. The device was turned to release. One turn was tried to remove the device but it couldn't be removed. He wiggled the device, made another turn and the device could be removed. There were two complete donuts. An air and saline leak test were done. After rechecking, more than half of the anastomosis was open. The staples were goal post shape. They did not form the b shape. The staples were removed and another device was used to redo the same procedure going closer to rectum. The device was turned once and was easier to remove but didn't come out smoothly. The anastomosis was checked and 1/3 was open on the right side. He didn't see very many open staples; therefore, he hand sewed. As the anastomosis was unsatisfactory he created an ileostomy. After five days, the patient went home and is doing fine. In preparation for closing the ileostomy, a colonoscopy was performed. The anastomosis is at ~10cm from the anus. It was a little narrow, but it still healing; tissue was pink and anastomosis is intact. He needs to wait an additional 3-4 weeks to close the ileostomy. Patient is fine. Questions from medical and engineering: while deploying and firing the device can you recall anything different or out of the norm that would indicate you wouldn't get optimal results? Purse string stapler on proximal side, measured and used a medium size device, very routine. Stapler cut through but it was stuck. Hard time removing it. What maneuvers to remove? Turned dial to remove, wiggled the device and it normally comes out. The device was able to be removed by turning counterclockwise and wiggling. Staples didn't go to a b shape even though it cut through. Both times cut through and got complete donuts. Did the assistant say the device was more difficult to fire than normal? No. Is it the surgeon¿s normal routine to check for two complete donuts? Yes is the surgeon¿s normal routine to check the washer for a complete transection? No. The team reviewed manufacturing and design specifications with the surgeon specifically the washer transection. Device analysis for both devices was reviewed with the surgeon. Reviewed optimal device performance with the surgeon. Recommended this information be relayed to those firing this device. Sales rep plans to be present in the next case with this surgeon.